Manufacturer narrative:
(B)(4). Batch # n91d8c. The device was received with yielding on the articulation joint. As result of this the jaws could not be opened as the I-blade did not move back or forward. Upon inspection to the device, it was observed that the I-blade was broken at the articulation area. The device was received with yielding on the articulation joint. As result of this the jaws could not be opened as the I-blade did not move back or forward. The device was received with yielding on the articulation joint. As result of this the jaws could not be opened as the I-blade did not move back or forward. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the doctor was performing a laparoscopic bilateral tubal ligation with the enseal instrument, closed the jaws of the instrument on the fallopian tube, activated the instrument and the jaws wouldn't open after the cycle was complete. It was not reported how the procedure was completed but there was no consequence to the patient.